Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous and 99% stenosed obtuse marginal (om) coronary artery. Pre-dilatation was performed with the 2.0x12mm mini trek balloon dilatation catheter (bdc) which was prepared per instructions for use. The bdc was advanced with resistance felt from the anatomy. The balloon was inflated once to 6 atmospheres when a rupture occurred. Another trek bdc was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.